Event description:
Procedure: urogynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced infection, pelvic pain, and mesh exposure after her surgery and required many visits to subsequent healthcare providers. In (B)(6) 2006, the pt was first diagnosed with mesh erosion. A revisionary procedure was performed on or around (B)(6) 2006.

Manufacturer narrative:
(B)(4).